Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. No unexpected low battery alarm or power loss alarm anomaly noted. Pump was monitored for several days and no blank display anomaly noted, however moisture damage found on the lcd board. Pump was received with severely scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had blank display screen. Customer also reported off no power alert. Troubleshooting steps were guided for off no power alert and blank display screen. Customer states they did not receive a low battery alert prior to the off no power alert. Customer stated that there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. Customer states this is not the second occurrence of off no power without a low battery warning. Customer advised to insert a new battery per IFU. New battery did not resolve the issue. Customer also reported that, the screen was little scratched. Customer stated that, the display did not return. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.